Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having recurrent backup battery (ebb) fault alarms despite changing the battery about 4 months ago, on (B)(6) 2024. The customer requested that both the system controller and the ebb be returned for replacement and analysis. Log files were submitted for review and captured ebb faults on (B)(6) 2024 which appeared to have occurred after the system controller attempted a load test. It was noted that the alarm resolved after the system controller exchange.

Manufacturer narrative:
Section d9: corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis and investigation of the returned controller. Log file data from the reported event date of 07oct2024 was reviewed. At 08:21, a backup battery fault alarm activated due to the backup battery not passing its load test. The alarm remained active for the duration of data reviewed. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected at 10:12, consistent with the reported controller exchange. The alarm did prevent the controller from supporting the controller as intended while the driveline was connected. No other notable events were observed in the data reviewed. The backup battery was functionally tested and passed without issue. When a load test was performed, the backup battery did not pass, reproducing the reported event. The backup battery was reseated and passed several subsequent load tests. The reported backup battery fault alarm was determined to be due to the backup battery not passing the load test. The root cause of the backup battery not passing its load test was due to connection issues between the controller and the backup battery. A corrective and preventative action (CAPA) was implemented to address the backup battery not passing the load test due to issues with the backup battery connector. Inspection of the backup battery ribbon cable connector and the backup battery connector pins with a blacklight revealed that grease was not applied; this is consistent with the system controller being manufactured prior to the implementation of the CAPA. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. It was noted during this review that the controller was manufactured without the application of grease to the backup battery cable, consistent with it being manufactured prior to the implementation of the CAPA. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.